Event description:
It was reported the patient was not receiving effective therapy therefore surgical intervention took place in which an additional lead was added to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.